Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would result in an infected site. The pod was found to have completed sterility within specification. Lot qualification records were reviewed, and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: ust400; (B)(4). Warning: be aware of the signs of infection, including pain, swelling, redness, discharge, or heat at the site. If you suspect an infection, immediately remove the pod and apply a new one in a different location. Then call your healthcare provider.

Event description:
The patient reported that they had an irritated red mark after removing the pod. The site had a hole in the center and became inflamed and began to grow in size. It was hard in the center. The customer was using prescribed antibiotics.